Manufacturer narrative:
This supplemental is being submitted to add additional information in e2, e3, and h6(patient code). Reporter position is biomed.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the event occurred due to application of excessive force to the endoscope connector socket during connection.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus when plugging the scope into the plastic part on the inferior holder, the chip broke off on the probe insert outlet. There was no patient injury reported.